Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. When the device was returned to mmdg for investigation, a motor bearing had failed, which caused the motor to be unable to turn the external roller and resulted in a failure to deliver. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump would indicate it was running but that it did not infuse any formula. Mmdg followed up with the initial reporter, who stated that the complaint occurred during testing and that they had no further information. Complaint- (B)(4).